Event description:
It was reported via repair work order that the cot has worn parts causing it to be unstable and drop at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot has worn parts causing it to be unstable and drop at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the level 1 root cause was that the dampeners were damaged allegedly causing instability with the cot. After evaluating the returned parts it was confirmed that the dampeners had damage but the issue of instability could not be recreated. The level 2 root cause was identified to potentially have been that the instability of the cot may have been a separate condition of other loose components that was corrected as a result of putting the cot back together.